Manufacturer narrative:
Analysis received the unit with button error alarm due to moisture damage to the keypad traces.

Event description:
The customer reported via phone call that they received a button error alarm and the buttons do not work. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.